Manufacturer narrative:
Since the device remains implanted, the files from the programmer that was used were retrieved and reviewed by the MFR. The files showed that the oversensing episodes recorded were non-sustained episodes which did not trigger any therapy. These oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of the hypotheses could be confirmed. The device remains implanted. Please see the attached analysis for complete details.

Event description:
During a routine follow-up there was ventricular noise oversensing. The device remains implanted.